Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and found to have no visual issues related to the reported event. The unit was installed on a test system and did not trigger any errors at start-up. The insufflator was able to engage on a test system. When an invalid tube-set was installed, the unit triggered error message "invalid tube set" as well as flashing yellow ring on the insufflator power button. Insufflator passed all functional tests. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the staff was encountering repeated errors on the insufflator. The staff had tried to power cycle the system with no change. Technical support engineer (tse) walked the staff through hard power cycle of the tower with no change. The staff ultimately disabled the insufflator and are proceeding with an ancillary insufflator. The procedure was completed with no reported injury.